Event description:
The patient reported that they had some leaking with the device and some pain. Additional information received from the patient reported that she wasn't sure if the device was working properly or not. It did not feel like it did before. She had a slipped disk so that was maybe the cause of it. Relevant medical history included urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Follow-up was performed to determine what actions were taken to address the event and if it was resolved. Additional information reported on (B)(6) 2016, that patient's interstim was working perfect to help her urgency symptom but ever since (B)(6) (2015) when patient had a spinal fusion in the same area as her interstim, her urinary symptom changed. The patient stated she went to hcp and was instructed to increase stimulation but then she felt numbness and tingling in her left foot and upper cheek and it kept her up all night. The patient stated her foot was cramping up. The patient stated her she had urgency prior to getting interstim and after (B)(6), she has that plus, leaking and has to bear down to pee properly. The patient stated she went to the hcp about a month ago in (B)(6) (2016) and the girl changed it from program 3 to program 4 but patient stated the symptoms did not change. It was confirmed with programmer that implantable neurostimulator (ins) was on, on program 4 at 2.1. The patient services had patient move, sit and lay down during the call and pt reported she did not feel anything presently. It was noted that the issue was related to positional movement. The patient successful to decrease stimulation from 2.1 to 1.8 and it was noted that it eliminate the uncomfortable stimulation. The patient mentioned other medical report of has plates and rods in her lower back too. The symptoms reported were return change, numbness and tingling in her left foot and upper cheek. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a manufacturer representative reported that one month after implant, the patient had lumber spinal cord infusion surgery. After the surgery, the patient had a lack of efficacy. The doctor also reported that at some point the patient was electrocuted and the patient still did not have good efficacy. It was unknown when the electric shock occurred. There were no impedance issues and no error messages, and the patient was to follow up with the healthcare provider.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.